Manufacturer narrative:
(B)(4). Additional information: the condition of a colleague infusion pump with a damaged battery alarm was found to have resulted from user-error. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
The device was evaluated on-site at the customer facility. The reported condition of damaged battery alarm was confirmed due to damaged batteries. The batteries and harness was replaced to correct the reported condition. Should additional information become available a follow up medwatch will be submitted. (B)(4).

Event description:
This is a report of a colleague infusion pump with a damaged battery alarm. It is unknown when the reported condition occurred. This condition has the potential to interrupt delivery. There was no patient involvement, injury, or medical intervention. This device utilizes user interface module master software version 6.13.90 categorized as remediated. No additional information is available.